Event description:
Procedure type: roux-en-y. According to the reporter: the device would not grasp the needle, needle would come loose and fall off. A new device was used. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure.

Manufacturer narrative:
Sd reference #: (B)(4) . Date of initial report sent: (B)(4) 2010.